Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed and scissoring occurred. Besides, sometimes clips were fed into the jaws sideways. The device was used on the cystic duct. It was unknown which firing of the device this event occurred on. The device did not clamp something hard such as an existing clip. The device was fired out of the patient after the event and the deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: malformed clip, scissored clip. The analysis results found that the er320 device was returned with a malformed clip jammed sideways jammed in jaws and in good visual condition. In an attempt to replicate the reported incident, the clip was removed and the device was tested for functionality. Upon testing, the device was cycled and fed and formed 5 scissored clip, and then the remaining 11 clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.